Event description:
Customer complains blood leak during the treatment. No additional if or how much, if any, the patient suffered blood loss. No medical intervention needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.